Manufacturer narrative:
The reported events of pacing and capturing anomaly were not confirmed. The device was received from the field with battery voltage above elective replacement indicator (eri) level. Electrical and mechanical analysis performed under nominal settings indicated normal functionality, and results from capture performance measured normal capture parameters. Further analysis of output parameters under field settings found all pacing parameters within normal range. Additionally, visual inspection of the header and connectors detected no contamination or foreign material that could contribute to the reported events. Longevity assessment was performed, and the device was in normal rage of operation with appropriate remaining longevity.

Event description:
It was reported that a patient presented to clinic with heart failure and ventricular tachycardia (vt) half a year after the pacemaker (pm) system was implanted. The physician suspects that the autocapture function caused the vt. The physician elected to explant and replace the pm. The patient condition was stable.